Event description:
A software error was detected in the customer's pump, triggering a malfunction alarm with the code malf 0. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again.